Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pen needle experienced inability to detach. The following information was provided by the initial reporter: the inability to detach the outer cover.

Event description:
It was reported that the bd micro-fine¿+ pen needle experienced inability to detach. The following information was provided by the initial reporter: the inability to detach the outer cover.

Manufacturer narrative:
H6: investigation summary one open 31g x 5mm pen needle sample and two photos were returned from an unknown lot. No, cat. No. 320129. Visual examination and a functionality test as per q-sop-183-dl was carried out on the returned sample and no issues were observed. A device history review could not be completed as no batch number was provided. No issues were observed with the returned sample therefore no root cause can be identified.